Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review was not performed. This report was confirmed, as it was reported that there was a break in aseptic technique (described as a touch contamination). Therefore the assignable cause was determined to be user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information from a nurse, of touch contamination and peritonitis (culture positive (B)(6)) coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began continuous ambulatory peritoneal dialysis (capd) therapy. The customer contacted baxter customer services and reported the following information. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was touch contamination. The treatment was not reported. On (B)(6) 2013, the patient was discharged from the hospital. The patient was recovering from the event. Pd therapy was ongoing. The nurse stated the peritonitis was unrelated to dianeal therapy. On (B)(6) 2013, product surveillance contacted the peritoneal dialysis nurse regarding the reported event and the following information was obtained. On an unreported date, the patient had a home visit from the nurse and the nurse retrained the patient on proper aseptic technique.